Event description:
Additional information received reported that the patient received assistance from their hcp or manufacturer representative and their concerns were resolved. The patient had an appointment by phone on (B)(6) 2015.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient just did not know how high the stimulation had to be and did not know if there were any appointment dates. It was further reported that the patient was trying and did not get much help. They still got up 4-7 times nightly and before they could get to the bathroom, they were completely soaked. They had to clean up and change their clothes before they got back into bed and this did not allow them much sleep time during one night.

Manufacturer narrative:
Concomitant product: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3889-28, lot # va0tajl, implanted: (B)(6) 2015, product type lead. (B)(4).

Event description:
It was reported the patient never had therapeutic effect. The patient had to get up to use the bathroom five times the night prior to report and cannot feel stimulation. The patient was in program #2 at 1.50 volts and increased stimulation to 1.80 volts. Further information indicated there was a 50% or greater symptom reduction and the cause of the event was undetermined and noted not to be device related. There were no images taken and reprogramming was not needed. The patient did not experience a loss of therapeutic effect or a loss of stimulation. The patient had a urinary tract infection (uti) and recovered without permanent impairment. If additional information is obtained a follow up report will be sent.

Event description:
Additional information received reported that the patient had a decrease in therapeutic benefit during nighttime. The patient sat straight up out of bed and had to go urgently. The patient had to lie there doing pelvic exercises for 10 minutes before they could get up to use the restroom or they wet themself. This happened 4 to 5 times during the night and the patient was not getting much sleep. The daytime was ok, but the patient did not know what the device was supposed to be doing because so far it had done nothing. The patient had not relayed this information to their health care provider (hcp) at all and thought reprogramming was surgical. The patient had increased already to the point where it was uncomfortable. The patient had not tried changing programs.

Event description:
Additional information received reported that the patient's symptoms had returned, so they thought they would increase but couldn't get their patient programmer to work. The patient was up 6 to 7 times during the night and was wet all the time during the last week. Since implant the patient was up 2 to 3 times every night and most often was up 3 times. Before implant the patient was up 5 times every night. The patient thought they had stimulation on 3.5v.